Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that he was hospitalized due to low blood glucose. The blood glucose reading was 25 mg/dl. The customer was still in the hospital at the time of the call and was unable to troubleshoot. The insulin pump was not replaced or returned for analysis.